Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod leaking. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. The download data showed that an 0x9b alarm had been generated, indicating that it was more than 5 minutes after cgm deactivation without a pod deactivation command being received. No damages or deficiencies that would result in a hazard alarm were observed. No timeouts or drive stalls occurred. The patient history buffer data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs. The exact cause of the alarm could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It has been reported the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl) whilst wearing the pod between 25 and 36 hours. The pod was leaking insulin during wear. The patient felt unwell and vomited. The device was returned and a tear was found on the cannula.